Manufacturer narrative:
Investigation is currently in progress.

Event description:
A site rep reported that their stealthstation treon guidance sys froze after taking a snapshot during a case. Navigation was functioning normally and they were able to stop navigation with the foot pedal to take the snapshot, but when trying to return to navigation, the sys would not respond using the foot pedal or the foot pedal icon on the monitor. After a minute, the sys unfroze and returned to regular operation. This occurred two times during the case. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.